Event description:
Revision surgery performed on the right knee. There was no bone growth into the tibial porous coated implant.

Manufacturer narrative:
The product was not returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event.